Manufacturer narrative:
(B)(4). Additional information: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of depleted battery alarm was confirmed due to discharged batteries. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a depleted battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.